Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The catheter failed the leak test because it had a hole in the balloon in zone b.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the device alarmed about two and a half minutes into the case. On removal of device it was noted that the device had a pinhole in the balloon. Another like device was used to complete the procedure with no adverse patient consequences.